Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and water bag spike of an mr290v vented autofeed humidification chamber. It was further reported that the spike became disconnected from the feedset tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: the water bag spike was returned separated from the water feedset tube. Sufficient amount of glue was found around the spike tubing connection, and the glue was slightly sticky. A lot check revealed one other complaint of this nature for lot number 120504. Conclusion: all chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset are identified during this process. This suggests the damage observed on the returned chamber was developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).